Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. During the procedure, the first two bands were successfully deployed without problem; however, the device would not deploy the remaining bands. It was reported that the device was removed for inspection and it was found that the bands were entangled. Additionally, it was noticed that the rotating handle would not turn. No patient complications have reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.